Event description:
The customer contact reported during set up prior to use the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events, no medical intervention needed, and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device was received with a damaged touchscreen and a disconnected touchscreen cable. The probable cause of the customer's reported event was physical damage. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.